Event description:
It was reported that the patients left knee was revised due to infected gmrs femur. All devices were from the patients primary surgery except for 6495-6-100 lot eb4tm implanted during first revision of (B)(6) 2013. The surgeon does not believe that the issue is device related as the patient is fighting aggressive cancer.

Manufacturer narrative:
Additional devices listed in this report: cat uh1-47-28, lot unk, description: uhr bipolar 28x47mm. Cat 6260-9-128, lot unk, description: 28mm std lfit v40 head. Cat 6495-6-060, lot unk, description: gmrs extension piece 60mm. Cat 6495-6-009, lot unk, description: gmrs connection piece 90mm. Cat 6495-6-100, lot eb4tm, description: gmrs extension piece 100mm. Cat 6481-2-110, lot unk, description: mrhk femoral bushings. Cat 6495-1-001, lot unk, description: proximal fem comp std. Cat 6481-2-120, lot unk, description: mrh axle. Cat 6481-2-130, lot unk, description: mrhk bumper insert ¿ neutral. Cat 6481-2-103, lot unk, description: mrhk xs/s/m lomg xover. Cat 6485-2-208, lot unk, description: medium krh all poly tibia 8mm it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).